Event description:
Olympus (omsc) was informed via repair request that the customer autoclavable camera head has an image malfunction, ¿screen flickers or goes black¿. The customer reported problem was found during an unspecified event. No death, injury or harm was reported.

Manufacturer narrative:
The subject device was returned to the olympus repair center. The repair evaluation confirmed the customer reported image malfunction. The screen flickers or goes black problem was isolated to a defective/failure of the cable unit. The repair evaluation also found the following: the cable unit is twisted, the electrical contacts of the video connector have corrosion, sometimes the switch button does not work, the mount is loose and there are scratches or wear to the camera head mount and body. Additional information was requested from the customer regarding the details of the reported event is pending. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use

Event description:
In mid-september, the customer's reported ¿screen flickers or goes black¿ was found during preparation for use. The equipment was replaced and the scheduled ¿rapacolon¿ procedure was completed. No effects to the patient was reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional details of the event and to provide the legal manufacturer¿s investigation results.the device history records (DHR) was reviewed and it was confirmed that the device met standard specifications at the time of shipment. The investigation by the legal manufacturer determined that there is no design, manufacturing, material or processing related cause for the reported image failure. Based on the repair inspection, the faulty cable failed communication and resulted in no image, but the cause of the fault could not be identified. As stated on the IFU (instructions for use manual) and as a preventative measure, the IFU states the following: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.